Event description:
Reporter alleged erratic readings and questioned blood glucose reading in the 300s mg/dl at 8 am, however, dosed 2 units of insulin as a result. Customer stated glucose measured 157 mg/dl, at 11:45 am and was experiencing slurred speech at the time, so emergency medical technicians (emts) were called. It was stated at 12:00 noon, emts tested customers' glucose to be 42 mg/dl and customer was treated with 2 tubes of glucose before being taken to the hospital and treated with a glucose IV. Reporter stated customer remained in the hospital for two weeks being treated for an illness unrelated to diabetes. A request was made for the return of the suspect device and replacement product was sent.